Event description:
It was reported that this right ventricular lead (rv) was surgically explanted due to dislodgement, high, out of range pacing impedance (greater than 2,000 ohms) and high pacing thresholds. The pacemaker for this patient was surgically explanted at the same time due to a premature battery depletion. A new lead was implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.